Event description:
It was reported that the patient visited the hospital to troubleshoot their inflatable penile prosthesis (ipp) as it was not functioning properly. During inspection, it was confirmed that a cylinder had a crack in the connecting tube. The cylinder and pump were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 was visually inspected, microscopically examined, and leak and pressure tested. Both cylinders exhibited wear at folds in the middle of the cylinder bodies. Once cylinder had a hole in the outer tube which led to a small leak at a corner of a fold in the middle of the cylinder body; evidence of damage during explant was also observed. The cylinder was not pressure tested due to the identified leak. The second cylinder passed leak and pressure testing. No damage was observed on the remainder of the device. Product analysis confirmed the reported observations as the likely result of the identified fluid leak that would impact device performance after fluid was lost from the system. Cause traced to component failure was the conclusion code assigned to this investigation.

Event description:
It was reported that the patient visited the hospital to troubleshoot their inflatable penile prosthesis (ipp) as it was not functioning properly. During inspection, it was confirmed that a cylinder had a crack in the connecting tube. The cylinder and pump were replaced. There were no patient complications reported.